Event description:
(B)(4). It was reported that the stent snapped as they removed the string from the stent. The urologist had to use another stent.

Manufacturer narrative:
The sample was not returned. The lot number is unk; therefore, the device history record could not be reviewed. (B)(4).